Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call high blood glucose events. Customer's blood glucose was 500 mg/dl at the time of incident. Customer stated that the her blood glucose reading was 130 mg/dl when she left home for work and went up to over 200 mg/dl. Customer used insulin pump for treatment and it would not deliver insulin. The insulin pump would not accept blood glucose reading over 400 mg/dl. No bent infusion set cannula issue. Customer drove home with a severe high blood glucose reading and treated with manual injection. Customer reconnected the insulin pump once the blood glucose reading was around 200 mg/dl. Customer stated that she will call back to troubleshoot. The insulin pump is not expected to return for analysis